Manufacturer narrative:
Product analysis summary: there were two kinks on the catheter distal to the strain relief. The stent was positioned on the balloon between the marker bands but was not meeting specification due to deformed stent struts at the proximal end. Deformation was evident to the 18th. 19th, 37th and 38th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with issues. It was reported that when the device was removed from the protective hoop, stent strut damaged was noted. The device was set apart and not used in the patient. On completion of device analysis, two kinks were found on the catheter distal to the strain relief. Stent deformation was evident to the distal stent wraps with struts raised and bunched. Hardened blood was found in the guidewire lumen, which indicates that the device was used in the patient.

Manufacturer narrative:
Additional information: the stent did not enter into the patient's vasculature. Updated product analysis : there were two kinks on the catheter 5.6cm and 27.4cm distal to the strain relief. The stent was positioned on the balloon between the marker bands but was not meeting specification due to deformed stent struts at the proximal end. Deformation was evident to the 18th. 19th, 37th and 38th distal stent wraps with struts raised and bunched. Slight deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. If information is provided in the future, a supplemental report will be issued.